Manufacturer narrative:
On 10/21/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: during evaluation of the device, it was observed a rupture between patch and shell. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses that both ruptured after implantation. A mammogram performed showed bilateral rupture. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 09/23/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor received information about replacement devices. The patient¿s explanted devices were replaced with a mentor memorygel breast implant 500cc gel breast prosthesis and a mentor memorygel breast implant 475cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).